Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement, with the rise been gradual. Technical services (ts) was consulted and discussed stored data and therapy delivery recommendations under current measurements. This device remains in service. No adverse patient effects were reported.